Event description:
Reporter alleged the customer obtained the results of 349 mg/dl, 240 mg/dl, 268 mg/dl and 172 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged the customer obtained the results of 349 mg/dl, 240 mg/dl, 268 mg/dl and 172 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the affected product.